Manufacturer narrative:
Concomitant product: d154awg ICD, implanted: (B)(6) 2008.

Event description:
It was reported that the sensing integrity counter (sic) number was high and there was a high number of short v-v intervals. Reprogramming was done and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.